Event description:
It is reported that the universal modular electric/battery double trigger handpiece serial number (B)(4) continue to run without being operated when the battery is installed. There was no patient harm or delay reported.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that there was a leak and the trigger/controller boards wire, was damaged. The trigger/controller boards wire, was replaced. Seals and battery support were replaced in order to repair the leak. The reported defect, start itself, was not confirmed. The product was returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is completed.